Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. Test strip lot # 1020215155; expiration date: 06/30/2017. Control solution lot # 1030308102c sr, 82-127 mg/dl expired 10/31/2010. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert: quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling; keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips will be returned for evaluation. Not returned to manufacturer.

Event description:
Consumer called into customer support concerned about 'high' blood glucose readings lately. According to the consumer, the meter time is one (1) hour ahead than what is stored in the meter. On (B)(6) 2015: the consumer performed a fasting blood glucose test getting a result of 167 mg/dl. The consumer reported he administered an additional 2 units of insulin based on this result.